Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative reported the patient originally presented in the ER as she was feeling a shocking sensation in her abdomen, wherein a representative sent a programmer. The device was interrogated and some setting adjustments were made to try to eliminate the shocking sensation. The next day, it was learned that the patient was pregnant and the device was turned off. The device was turned off until the patient came to see a doctor in the fall. At that time, she stated she was not pregnant anymore and the device was turned backon. The shocking feeling came back once it was turned back on, so the doctor made the decision to exchange the battery. The doctor was not the original implant or managing physician, but had assumed care of the patient as his location was more convenient. The battery had been replaced and the patient reported the sensation had gone away. The issue was noted as resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient, via the manufacturer representative, reported they felt shocking near/around the pocket site. The patient had been kicked in the abdomen, near the device pocket and this was noted as a factor that may have led or contributed to the issue. The physician interrogated the device while the patient was in the hospital. The patient was last interrogated in (B)(6) 2016 and parameters were increased. The current settings were 7.0v, 28 hz, 330's and cycling was 2.0s on, 2.0s off. Measured impedances were between 392-554 ohms. The rate was decreased from 28 to 14 hz on (B)(6) 2016 and the patient was advised to follow up with a physician who manages the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.